Event description:
A patient of unknown age and gender presented for an endovenous laser treatment. It was reported by the user that during the procedure, the physician discovered that the laser fiber had burned through the sheath and a segment of the sheath and laser fiber remained in the patient. The physician used a snare to successfully remove the segment of the sheath and laser from the patient. It was reported that there was no adverse effects to the patient due to this event. There was no permanent harm or injury reported to the patient. The procedure was successfully completed with a new device.

Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The firm is also attempting to obtain the catalog number and lot number of the reported defective device. The results of the investigation and any follow up information will be sent via a follow up medwatch.